Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. No pump error 63 alarm or flashing medtronic logo anomalies noted during testing. Pump successfully downloaded to thump. Pump error 63 variable 15 was noted in the history download on the event date at 00:36:58.00 due to two wire interface programming error. Test p-cap locked into the reservoir tube successfully. The electronic assemblies were inspected and found moisture damage on pcba 1 and pcba 2. The following were noted during visual inspection: battery tube threads - cracked, broken belt clip rails, serial number label missing, cracked case - corner of belt clip rails, cracked case (battery tube), cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, missing display window/cover. In summary, customers alleged pump error 63 variable 15 was confirmed in the history files due to a hardware error on the main/motor processor. Flashing medtronic logo was not observed during analysis. Flashing medtronic logo was not confirmed. Pump exposed to moisture confirmed on pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 63 along with the medtronic logo .troubleshooting was performed and  customer can able to clear the alarm , received request to rewind pump and can able to complete the rewind. No harm requiring medical intervention was reported. The customer will discontinue using the device and the device will be  returned for analysis.